Event description:
My plastic surgeon installed an allergan natrelle 410 tear shape breast implant. The device was outlawed for many years. The textured backing is adhering to my chest wall causing me a great deal of pain because of the ripping from the wall is adhered to. I have asked my plastic surgeon to immediately remove this inferior product at once. But since my ps is concerned with wound issues, I will be forced to suffer until their removal. I sincerely think this product has no business being allowed to be installed in anyone and the FDA has a responsibility to protect the public and remove them from the market.